Event description:
Reaction to dialyzer-itching, rash, shortness of breath, nausea, vomiting 25 minutes into treatment displayed above signs/symptoms. Treatment discontinued dialyzer & lines bagged & placed in refrigerator (reuse). Pt medicated with benedryl with no relief noted. Physician notified. Epinephrine &" solucortef" administered with noted relief of symptoms. Treatment resumed on f80b dialyzer with no further problems.